Event description:
Event description guidant received information that the placement procedure of this lead went smoothly with minimal manipulation and only one helix extension at the optimal site. All lead measurements were normal. The patient presented three days later with chest pain and a loss of right ventricular (rv) capture and sensing. An invasive procedure was performed, during which the lead was found to have perforated the right ventricle.